Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer¿consumed fruit snacks to address bg. Reportedly, the customer lost consciousness while driving and crashed their vehicle. Law enforcement arrived at the scene and assisted the customer by providing more carbohydrates to eat.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.